Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's therapy was changing from group b to group a at 12:15 am each day, while the patient was sleeping. Daily activity showed the patient was going from group b to group a, but never from group a to group b. The hcp indicated they would get medtronic data at their next visit with the patient. No patient symptoms or further complications were reported as a result of this event.